Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had previously been discharged from the emergency room and sent home with a pod. After returning home, her blood glucose levels began to rise again, reaching 29 mmol/l (522 mg/dl) while wearing the pod for approximately 5 to 24 hours. During this time, the patient again developed ketones and subsequently returned to the hospital for treatment. The patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. Treatment included intravenous insulin, IV fluids for dehydration, potassium and electrolyte replacement, an IV anti-nausea medication, and multiple blood tests. The pod was removed during treatment. The patient was discharged the following day, (B)(6) 2026.